Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer was treated for the low blood glucose with a soda. The customer stated they were hospitalized when they first started insulin pump treatment for low blood glucose of 29 mg/dl. The customer did not provide the hospitalization information and declined troubleshooting the issue. The customer did not return the product back for analysis.